Manufacturer narrative:
(B)(4). (B)(6). Information was provided by the manufacturer. Through follow up, it was learned that this case was a phone fix, which the customer called amo technical support team and then was advised to re-start the system, which resolved the issue. It was reported that the seven (7) minutes delay was the time that the customer spent on the phone getting technical support for rectifying the issue. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that error 2011 (error getting version strings from instrument host) occurred in surgery. It was reported that there was a seven (7) minutes delay; however, no patient injury was reported.

Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to abbott medical optics has been submitted.